Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic piece broke off in the patients thigh, clinical coordinator for cardiac surgery was able to retrieve it with no patient harm. A replacement device was used to complete the procedure.

Manufacturer narrative:
Updated sections: g4,g7,h2,h3,h6,h10. A4 correction: weight changed to 86kgs. Internal complaint number: 279204 h3 other text : the device was discarded.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro plastic piece broke off in the patients thigh, clinical coordinator for cardiac surgery was able to retrieve it with no patient harm. A replacement device was used to complete the procedure.